Event description:
It was reported that the device was broken or damaged. The device took a hit and now needs a bezel and lcd unit. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced damaged front case display, flex cable. Cracked lcd display. Corroded left/right iuis (inter-unit-interface). Based on the findings, service determined reported issue was due to customer damage of front case keypad. Device history record a review of the device history record showed the device had a manufacture date of 05jan2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken or damaged. The device took a hit and now needs a bezel and lcd unit. No additional information was provided. There was no patient involvement.